Event description:
It is reported that the pt was in pain and was unable to weight bear. The device was revised in 2006 due to the polyethylene surface dislocating from the tibial tray. The date of implant is unk.

Manufacturer narrative:
Evaluation summary: surface shows compression to one side of dovetail and material is chipping off indicating improper surface angle upon insertion. Backside of device shows excessive deformation and wear damage. Anterior surface near notch is worn out. Though it appears surface was not firmly seated, the cause of disassociation from tibial tray could not be definitively determined. Evaluation: surface exhibit extensive gouging and deformation to inferior surface. Dovetail feature exhibits slight deformation and fracture damage near anterior slot. Minimal dimensional analysis could be performed due to damage and the fact the device was autoclaved in the field. Device history records indicate manufacture to specification.